Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the patient was complaining of pocket issues. The physician noted a lead (of unknown manufacturer) was poking through the patients skin. It is unknown what lead was poking out of the skin. The physician revised the lead and all leads involved remain implanted. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-03742.